Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported this was a procedure to treat mildy calcified, moderately tortuous and 90% stenosed left posterior descending artery. During advancement of an nc traveler rx 2x12mm balloon delivery catheter (bdc), resistance was felt at the lesion. The balloon was then inflated, but the balloon ruptured at 6 atmospheres. Therefore, the bdc was removed and replaced with a semi-compliant balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.